Event description:
On (B)(6) 2025, patient called regarding a freestyle libre fsl3+ sensor pairing issue. Troubleshooting attempts were unsuccessful, so agent provided abbott customer service number and advised patient to obtain a blood glucose (bg) meter and backup. The patient had no bg reading available but estimated ~400 mg/dl based on how he felt. Bg was affected. No reported symptoms experienced during the event, and no medical intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.